Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly, and subsequently the pump shutdown. The customer experienced an elevated blood glucose (bg) of 600 mg/dl with trace ketones. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.